Event description:
It was reported that the user perceived the device to be overly aggressive in addressing elevated glucose and, under clinician guidance, performed a factory reset followed by a full ilet setup that included setting date and time, pairing a dexcom g7 cgm, inserting a new cartridge, applying a new steel 6 mm contact/detach infusion set, and entering weight once the cgm completed warmup; the cgm target rate was adjusted per the healthcare provider¿s recommendation. Symptoms included no reported adverse clinical effects, with blood glucose in range and unaffected. Outcomes included completion of troubleshooting and education without alerts or alarms, no need for medical intervention, and no hospitalization. Investigation included guided device reset, cgm re-pairing and warmup verification, infusion set and cartridge replacement, and confirmation of configuration changes. Investigation of this case revealed no device malfunction or component failure, and the cause of the earlier hyperglycemia concern remained unclear after the reset and parameter changes. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.